Event description:
Customer reported that the insulin pump had stopped working. The blood glucose reading was 178 mg/dl. He stated that the blood glucose was not transmitted to the insulin pump and that he had to enter it manually. He stated that when he could try to do so, the numbers began scrolling without further input. He changed the battery and received a failed battery test alarm. Customer could not recall any significant event leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No number ramping or scroll bar anomaly was noted. All operating currents were within specification. No unexpected low battery, off no power alarm or failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.